Manufacturer narrative:
Age of device: 2 years, 4 months, 12 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient heard a 'replace controller" alarm, performed self-test and alarms resolved. Manufacturer's technical representative reviewed the log file and observed a multiple no external power/ low power hazard on the following dates: (B)(6) 2018. During these events the system controllers internal battery supplied power to the pump as designed. The patient was unable to confirm if power cord of the mobile power unit (mpu) came loose at the mpu or the wall outlet. The patient was supplied with v-lock cable. No further information was provided.

Manufacturer narrative:
Section g4: manufacturers aware date was inadvertently omitted from previous report. The correct date was feb 26, 2018.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event. Manufacturer investigation conclusion: the event of no external power alarms captured in the log file was confirmed. The data log file retrieved from the returned system controller contained events recorded from may 10 october 9, 2018 where multiple no external power alarms while on mpu where recorded. The pump support was not affected, and the system was supported by the backup battery during the events. The (B)(4) was not returned for evaluation and a specific root cause for the event was not able to be determined. According to the additional information the patient has the new locking cable. The patient was no able to provide information regarding the no external power alarms.